Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited failure to sense. An attempt was made to reposition the lead in several locations, however the lead was unable to be placed. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. The lead was returned in one piece for analysis. Electrical testing and x-ray examination were normal with no anomalies found. All other damages were sustained during the procedure.